Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2004, malaise, kidney stones, lack of libido, menses irregular, perineal pain, sleep disorder, post coital bleeding and dysfunctional uterine bleeding. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), uterine haemorrhage ("abnormal uterine/ menstrual bleeding") and menstrual disorder ("abnormal uterine/ menstrual bleeding"). The patient was treated with surgery (ablation/dilation and curettage and hysterectomy (full), salpingectomy (bilateral), d and c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, psychological trauma, depression, anxiety and vaginal haemorrhage outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal infection, fatigue, uterine haemorrhage and menstrual disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2011. She received treatment for pelvic/ abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migration, vaginal infection and fatigue. Discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, medical history, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2004, malaise, kidney stones, lack of libido, menses irregular, perineal pain, sleep disorder, post coital bleeding and dysfunctional uterine bleeding. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), uterine haemorrhage ("abnormal uterine/ menstrual bleeding") and menstrual disorder ("abnormal uterine/ menstrual bleeding"). The patient was treated with surgery (ablation/dilation and curettage and hysterectomy (full), salpingectomy (bilateral), d and c). Essure (ess205) was removed on 17-may-2018. At the time of the report, the device dislocation, psychological trauma, depression, anxiety and vaginal haemorrhage outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal infection, fatigue, uterine haemorrhage and menstrual disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2011. She received treatment for pelvic/ abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migration, vaginal infection and fatigue. Discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2011. She received treatment for pelvic/ abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migration, vaginal infection and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Explant date added. Events-migration, general abnormal bleeding, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: other, psych injury, bladder/urinary problems: vaginal infection and other injuries/symptoms: fatigue were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malaise, kidney stones, lack of libido, menses irregular, perineal pain and sleep disorder. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), uterine haemorrhage ("abnormal uterine/ menstrual bleeding") and menstrual disorder ("abnormal uterine/ menstrual bleeding"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral), d and c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, psychological trauma, depression, anxiety and vaginal haemorrhage outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal infection, fatigue, uterine haemorrhage and menstrual disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2011. She received treatment for pelvic/ abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migration, vaginal infection and fatigue. Discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : new events, "psychological or psychiatric problems condition: depression, anxiety and mental anguish, abnormal bleeding (vaginal), abnormal uterine/ menstrual bleeding " were added. Outcome of events, "abnormal uterine/ menstrual bleeding" were added. Onset dates of events were added. Medical history was added. Patient's information was updated. Patient's demographics were added. Reporter contact information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2011. She received treatment for pelvic/ abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migration, vaginal infection and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: patient problem code amended. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.